Event description:
It was reported that there was an upstream error. There was no reported patient involvement. The date of the event is various between 25-28-mar-2025.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no similar events in the last 12 months. The device was tested, and it was found that the cut-off pressure is within the specification. The reported problem was not confirmed. The cause was not determined. No further action was taken.